Manufacturer narrative:
The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen is completely black, and nothing can be seen; however, the touchscreen still works. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.